Event description:
It was reported that following a software update to v1.6.5 the pump exhibited primary audible alarm messages. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed on the plunger assembly, and the top case and right plunger case were cracked. Review of the event history log showed occurrences of "primary audible alarm post" messages. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. As the device was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.